Manufacturer narrative:
Further information was requested but not received. Additional information: b5, g4, g7, h2, h6, h10 an event of a patient with a trifecta valve implanted needing a valve-in-valve procedure was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, it was reported that a patient will require an aortic valve in valve procedure to replace their failing trifecta valve. Further information was requested but not received. The patient status is currently unknown.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized trifecta valve was implanted. On (B)(6) 2020, it was reported that the patient will require a valve in valve procedure. Additional information has been requested. It is unknown what the patient status is.